Event description:
It was reported that this pacemaker was part of a system revision due to possible erosion and infection. The pacemaker was sticking out of the implant site. There were no additional adverse patient effects reported. The pacemaker remains in service.